Event description:
It was reported that while injecting local with 25 ga needle, clinician noted that a stream of local anesthetic was shooting back at him from shaft of needle. He pulled back syringe and needle shaft separated from hub. Shaft of needle remained embedded under skin near right ij. While under general anesthesia for scheduled surgery, a 3 inch incision was made to explore patient's neck and retained needle shaft was removed. Surgery continued w/o incident. No patient complications reported.